Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens implant procedure, the patient experienced poor vision the iol was exchanged in a secondary procedure. Clinical reason for explant was poor vision and mechanical failure of iol. Additional information has been requested and received stating the lens was replaced with a monofocal lens and the symptoms were resolved. Physician believe there may have been a defect with the lens as everything regarding the health of the eye and the surgery outcome were normal except for the patient's vision. No other explanation for poor vision.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The file indicated the use of a qualified viscoelastic. The cartridge and handpiece indicated is not qualified. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens with 21.0 diopter, (1.5 extended depth of focus) lens model was exchanged for a company lens with 21.0 diopter lens model. The lens was not returned to evaluate. The file will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).